Event description:
It was reported that the patient had radiation therapy in 2009, the device went into reset. A software download was completed successfully. At approx 6 months later, the device reset again. The device was replaced.

Manufacturer narrative:
Upon receipt, the device was found to have two separate software resets while implanted. The device was reprogrammed in the field, erasing information relating to the cause of the software resets. The stored egms showed emi noise, and noise consistent with an insulation breach on the v-sense lead (competitor lead). The root cause of the software reset could not be determined without the archived data from the field.